Manufacturer narrative:
(B)(4). Date sent: 6/1/2026. D4 batch#: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were any fragments generated? Did the fragments generated fell off inside the patient? If yes, were they completely removed from the patient without additional intervention? What efforts were made to locate the pieces of the blade during the procedure? Did the patient experience any adverse consequences due to this issue? An analysis of the product could not be performed since a physical sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the titanium tip broke off. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.